Manufacturer narrative:
The product identification necessary to review manufacturing history could not be verified. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: expiration date - unknown. Implant date- 1993. Manufacture date ¿ unknown.

Event description:
It was reported that the patient underwent a total knee arthroplasty in 1993. Subsequently, the patient was revised on (B)(6) 2014 allegedly due to the patient's request. The patient did not have any symptoms. The tibial bearing and locking bar were removed and replaced.